Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to increase stimulation and the system was autoreducing. Lead diagnostics indicated that twelve of the sixteen contacts had high impedances. An abbott representative programmed around the high contacts being used in the patient's tonic program and patient is also utilizing a burst program; however effective therapy was not restored. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section h6 - health effect - clinical code corrected.